Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. An updated product lot# was provided. The complaint device has been returned to the manufacturer, but the investigation is currently ongoing and not yet completed. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy (tul) procedure using a ncircle tipless stone extractor, one of the basket wires was broken. While attempting to extract the stones, the physician endoscopically confirmed that the tip of the basket wire was broken. Another same type device was used tp completed the procedure. No parts of the device remained in the patient¿s body. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was loose, and the collet know was tight. A kink was noted in the basket sheath located 37 cm from the distal tip, and one of the wires in the basket formation was pulled out of the distal cannula. Functional testing determined the handle actuated the basket formation to open and closed positions. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the basket wires pulled free the basket cannula that holds the proximal end of the basket together. The basket wire did not break, but was pulled free from the basket cannula. The provided information stated the issue occurred during use. There are multiple possible causes for the issue including: the wire may have pulled free from the force of capturing a stone, with the size, shape, and location of the stone affecting the force applied to the basket. Variations in the manufacturing process may have caused the bond of the basket wire to be less than normal. The basket wire could have become caught on the scope or another device, pulling the basket wire free. There is not enough evidence available to make a conclusive determination of the cause of the issue, and the most probable cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.